Event description:
It was reported that the pt had communication and/or coupling issues since she bumped into a wall while taking her dog out and bruised the area. The implantable neurostimulator (ins) may have flipped but that was not confirmed. The pt had been unable to charge. The ins area was still sore and the pt was unsure if it was swollen. Later info received reported that there was acute pain. The healthcare provider reported it was unk what caused the event and the pt was not hospitalized. Also a revision was done (B)(6) 2011 to the stimulation system. The results of the revision controlled approximately 80% of the pt's pain but now it was only controlling 30% of her pain. The pt reported being numb on the outside of her body from her waist down but could feel pain on the inside of the body. The pt also reported a "jitteriness" feeling in her legs sometimes as well. All six programs for her ins system had been used and nothing was helping the pain. The pt had an appointment (B)(6) 2011 with the healthcare provider.

Manufacturer narrative:
(B)(4).